Manufacturer narrative:
The device was returned to cardiac surgery on (B) (6) 2010 for investigation. A supplemental report will be submitted when the investigation is completed. (B) (4)

Event description:
The hospital reported that, towards the end of an endoscopic vein harvesting procedure, the hemopro jaws started heating up and glowing. The jaws caused no damage to the vein but the harvester took the device out of the patient's leg. They were able to finish the case with the same unit. The hospital did not report any patient effects. The product will be returned.